Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was just changing the infusion set when she got a compromised force sensor system alarm on the insulin pump. Customer stated that she was rewinding and on fill tubing when the alarm occurred. Customer mentioned that the pump was working fine until now. Customer stated that the pump was dropped but it was in a case. Customer stated that the drive support cap is protruded. Customer's husband pushed it back in while the customer was on the call. It was explained that the possible cause of the alarm was during seating, the forces sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip.